Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
(B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address a dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 13, 2017: litigation record received. Litigation alleges weakness. Added complainant information. This complaint was updated on oct 24, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update feb 27, 2018: pfs and medical records received. Pfs alleges hip dislocation, pain, weakness, walk with a limp, unable to walk, unable to stand any length of time. After review of medical records for MDR reportability, patient was revised to address anterior right hip dislocation. Operative findings stated that the head was dislocated anteriorly and entrapped in the anterior capsule. Revision notes stated that muscle relaxant was given and a closed reduction was attempted but unsuccessful and large amount of serosanguinous fluid was expressed from the hip. Clinic visits reported of closed reduction right dislocation due to recurrent prosthetic hip instability.